Event description:
During routine testing of the device at the service ctr, the service tech reported the keypad of the monitor was faded. The monitor was originally returned for repair due to a sensor intensity error on arterial po2 when the faded keypad was found. Since the event occurred at the service ctr, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.